Event description:
A surgical technician reported while doing an anterior vitrectomy secondary to a posterior capsular tear (pc tear), there was no irrigation. The nurse switched from the vitrectomy screen to allow irrigation to start again and the case was completed without further complications. The technician reported, the pc tear was subsequent to a surgical complication.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. This report was mailed to FDA on: (B)(6) 2010. The manufacturer internal reference number is: (B)(4).